Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 6mm to occlude the vessel. The physician wanted to pre-dilate the vessel. The physician inserted a dilitation balloon and started to inflate it and the occlusion balloon deflated. The physician removed the occlusion balloon device and completed the rest of the case without protection in place. The patient is reported to be fine.